Event description:
Patient was revised to address loosening of the glenoid component. The loosening interface and manufacturer of the cement used at the time of original implantation are unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination found the returned device very well worn; the articulating surface has worn through into two places and approximately 1/3 of the material is missing from wear through and fracture. The finned area of the component is damaged; material found to be flattened. From the observed damage, it¿s reasonable to conclude confirmation of the loosening. The investigation has determined that at the time of distribution this device was manufactured from (B)(4) material (B)(4). This device has been implanted for 17 years in vivo. A search of the complaint database found no additional reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Review of the as400 found this product code has been inactive/obsolete based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.